Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced frequent power cable disconnect alarms and occasional low voltage alarms; some of the alarms occurred in the middle of the night when the pt was sleeping. The random alarms occurred both while on tethered operation and on battery. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported alarms were confirmed during analysis. The power cable disconnect alarm became active when the white power lead was maneuvered. When the system controller was run by just the white power lead, a yellow battery alarm became active and progressed to a red battery alarm. During further investigation, it was found that the brown conductor (battery gauge line) of the black power lead was broken. This situation is being addressed through the manufacturer's corrective/ preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.